Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014. The patient's ivc filter perforated through the ivc and migrated. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava perforation and migration. He reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: anxiety, worry. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety and worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to deep vein thrombosis (dvt)/ pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient further alleges "I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has perforated outside of my ivc.". (B)(6) 2019: per computed tomography report, "caval perforation: yes. 11.30 o'clock. 6.30mm. 12:30 o'clock 6.30mm. 12 o'clock 4.90mm." "Migration: yes. Apex of the caval filter is at the level of the renal veins.".